Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely depressed architect vancomycin results on one patient. The results provided were: on (B)(6) 2020, sid#: (B)(6)= 34.5ug/ml (>40ug/ml=toxic)/ retested at another site = 42.9ug/ml. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative performed multiple troubleshooting tasks including the replacement of the sample probe, the aero rgt tbg r2a, the cc cuv dry tip, and the aero rgt tbg r2b. The replacement of the parts led to the resolution of the issue. Return testing was not completed as returns were not available. A review of the architect c16000 analyzer, serial number (B)(6), service history revealed no contributing factors on or around the time of the issue. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem. Also, the manual provides detailed instructions/illustrations for the replacement of; the sample probe, the aero rgt tbg, the cc cuv dry tip & the aero rgt tbg r2b, and addresses troubleshooting of depressed sample results. A 12-month review for the replaced parts did not identify any trends. A product monitoring review of the architect platform revealed no trends for the architect c16000 and no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the architect c16000 analyzer, sn (B)(6), the sample probe (ln 01g48-05), the aero rgt tbg r2a (ln 09d48-05), the cc cuv dry tip (ln 09d51-02), or the aero rgt tbg r2b (09d49-05) was identified.